Event description:
The pump was returned for investigation. Investigation revealed that the battery cap contact height and width is out of specification. This report is made based on results of investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: a review of the black box shows a reboot occurred on (B)(6) 2012. A rewind, load, and prime sequence was observed with no issues. The pump was exercised for 24 hours with no power issues occurring. Investigators observed that the battery cap was spinning in place when screwing the cap onto the battery compartment. The battery cap was unable to tighten properly and the yellow o-ring was visible. The battery cap contact height was found to be above specification and the battery cap contact width was found to be below specification. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6),